Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per follow up information received via email on 15apr2024, device has been serviced in hospital facility. It was confirmed that chiller issue. Ordered part then waiting for it.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water cooling malfunction. Per follow up information received via email on 15apr2024,device has been serviced in hospital facility. It was confirmed that chiller issue. Ordered part then waiting for it.